Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was found unconscious with both power sources disconnected. The wife reconnected the battery power and the controller restarted. The pump was off for less than six minutes, approximately, and the patient was intubated by emergency services and air lifted to hospital. Patient outcome is unknown; several attempts were made to obtain this information; however, the patient outcome was not provided. The controller ((B)(4)) was not returned to the manufacturer for evaluation since there was no alleged device malfunction; however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a double power disconnection and the longest possible pump stop time was 6 minutes 14 seconds. The most probable root cause of the reported double disconnect event may be attributed to user error. A clinical factor that may have contributed to the reported event is the patient's mental health problems, including short-term memory loss and possible early onset dementia. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately two years and eight months following implant, this patient was found unconscious and with both power sources disconnected. His wife reconnected battery power and the controller restarted. He was then intubated by emergency services and air lifted to hospital. This patient had experienced prior bilateral power disconnects and been reeducated on use of his equipment by the treating site. These events had not resulted in any symptoms or injuries. Mental health issues, including short-term memory loss and possible early onset dementia, were considered possible contributing factors.